Event description:
Medtronic received information that the patient with this bioprosthetic valve died approximately three weeks after aortic valve replacement. It was reported that autopsy findings revealed a rupture of the valve.

Manufacturer narrative:
Device history could be not reviewed as the serial number is unk. Results: no product was returned for analysis. Conclusion: cause of event cannot be determined. Analysis: the valve was not returned for analysis. Conclusion: medtronic has requested additional information regarding this event, however, no further information has been received. Without return of the valve, no definitive conclusions can be drawn regarding the performance of the valve. If additional information is received, a follow up report will be submitted.